Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2025-11777-00 for details pertinent to this event. Received one used device. Visual inspection was performed. Functional testing was unable to duplicate the reported problem. The device passed all testing criteria. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that once infusion of blood products began, staff noted that the clamps on the side not being used weren¿t clamping tightly enough and blood was back flowing into the other side. They tried to move the clamp up and down the tubing, but no difference noted. It required a staff to manually pinch the tubing to stop backflow. Staff also noted that the tubing connected to the right side was not infusing at a sufficient rate, noted to only be ¿trickling¿ out. Staff switched to the other side, and it functioned properly to infuse the blood products at a fast rate. There was patient involvement, and no adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.